Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customers screen was black and an unspecified malfunction alarm occurred. Customer reported not having alternative insulin therapy; however, customer declined any further assistance or follow up from tandem technical support. There was no reported adverse impact to the customer's blood glucose.